Manufacturer narrative:
Additional information received: lot number of device updated to 0007843598. The target lesion was in a severely calcified lad. The device was inspected prior to use with no issues noted. The lesion was pre-dilated prior to attempted delivery. It is reported that during the procedure, resistance was encountered while advancing the device to the lesion and excessive force was used. No other stent was reported to have crossed the lesion. The patient was reported as stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was attempted to use a resolute integrity drug eluting stent in a calcified lad. It is reported that the device failed to cross the lesion and a stent strut was pulled out. Another resolute integrity drug-eluting stent was able to cross the lesion. No patient injury reported.